Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-14. H6: investigation summary: bd received one sample and one photo for investigation. The photo nd sample was reviewed and the indicated failure mode for incorrect cap color with the incident lot was not observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to incorrect cap color as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tube the shield/cap stopper was a different color/shade or faded. The following information was provided by the initial reporter. The customer stated: "the cap on the tube had the wrong color; the cap is light grey. The cap color should be transparent with a grey rubber stopper."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tube the shield/cap stopper was a different color/shade or faded. The following information was provided by the initial reporter. The customer stated: "the cap on the tube had the wrong color; the cap is light grey. The cap color should be transparent with a grey rubber stopper."